Event description:
User reported speed error on their sucker pump during a case. The user reported that they were unable to get the pump started again. There was no patient harm as a result if this malfunction. We consider pump stop a reportable malfunction.

Manufacturer narrative:
Opening up the device revealed white residue that would be indicitive of liquid ingress. The device deemed beyond economical repair and replaced.